Manufacturer narrative:
The product is not returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event.

Event description:
It was reported that patient underwent an unspecified spinal procedure. Intra-op, set screw was found slipped and could not be used anymore. The surgeon had to change to another to complete the surgery. The patient¿s current status is normal.

Manufacturer narrative:
Corrected data: notified date of complaint was corrected to (B)(6) 2017. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.